Event description:
It was reported that this right ventricular (rv) lead was used for external temporally pacing. Later on, the patient pulled the lead back. Subsequently, physician floated the sheath down and the rv lead was explanted, and the plan was implanting a to temporally wire. No additional adverse patient effects were reported.